Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use one of the flanges ripped. There was no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: product was not returned. The photographic evidence provided was corrupt and was not able to be viewed. As a result, product evaluation and problem confirmation cannot be performed. Based on a review of the service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
Update: gcm received a response on 01-jul-2024 via outlook from (B)(4), informing that the patient was not in a facility, patient was at home. The event happened on (B)(6) 2024 while in use with a patient. Defective product is available for investigation and there was no patient harm/adverse event reported. Crasonable (B)(6) 2024 update: gcm received user facility mandatory medwatch (mw5156843) on 23-july-2024. Additional event information obtained from ufmw: the report was completed by (B)(4), event date was reported as (B)(6) 2024. The patient was 12 months. Patient was a female. Patient weight was 9kg. Patient ethnicity and race was a non-hispanic/white the trach tube item and lot number were provided: item # t23jn40nse176n, lot # gb021355. Operator of the device was a lay user/patient. Adverse event problem was device manufacturers only section. No report sent to FDA. The device is available for investigation. (B)(6) 23-july-2024